Manufacturer narrative:
Sent 10/28/2004.

Event description:
It was reported that the device was used during a low anterior resection, no staples came out of the device, three were not staples in cartridge. There was no reported pt consequence.